Event description:
Surgeon was stunting a surgical wound when the tip of the suture needle broke off. The surgeon was able to retrieve the broken tip of the needle. The patient did not sustain any harm as a result. FDA safety report ID # (B)(4).